Event description:
Per the clinic the patient experienced a dislodged magnet during an MRI (1.5 tesla). However, the clinician did not follow the manufacturer's instructions for use of MRI. The magnet was placed back into correct position without surgical intervention however, the patient continues experienced pain and headache. Subsequently, the device was explanted on(B)(6) 2024. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.